Event description:
During patient's visit to the facility's infusion clinic it was noted by the nurse that there could potentially be a problem with the patient's port site. Rn escorted patient to x-ray and obtained x-ray order. It was discovered through the x-ray that the patient's implanted catheter was floating around the superior vena. Patient was scheduled for removal of catheter at another facility (B)(6) 2012 at 1100.